Event description:
In 2006, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aa endoprosthesis. Within a 30 day window from the date of implant, a proximal type I endoleak was successfully repaired in a second endovascular procedure using non-gore manufactured aortic cuffs. The non-gore manufactured devices used are under study regulations. Therefore, additional procedure information is not available at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.